Manufacturer narrative:
Lead was repositioned. It is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of system revision due to micro dislodgement. Event was confirmed from device based testing and fluoroscopy. This lead was successfully repositioned. Remains in service. No additional adverse patient effects were reported.